Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the healthcare provider (hcp) advanced the catheter, and it bent at the tip. The patient had other complications, therefore [catheter implant] was aborted. It was noted that there was ¿no patient injury¿ and the ¿device was used with/in the patient¿. The intended use of the device was treatment. There was no patient death. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The issue happened prior to opening the pump and a pump was not opened or implanted. No further patient information was available.

Manufacturer narrative:
The catheter was returned, and analysis found that damage occurred to the catheter body and-or guidewire during the implant procedure. Result code (B)(4) no longer applies. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml infumorph at an unknown dose via an implantable pump for an unknown indication for use. It was reported that there was a catheter tip tear. They had tried to implant the catheter, which may have led or contributed to the issue. No diagnostics were performed as they were not necessary. No interventions were needed and the catheter was never implanted. No surgical intervention occurred and none was planned.. The issue was resolved and the patient was noted to be "alive - no- injury". No further complications were reported or anticipated.